Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no reported patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Corrected data: section h4 device manufacturer date: 07/13/2020. Method: the complaint mr850 respiratory humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the audible alarm of an mr850 respiratory humidifier was not functioning properly. Conclusion: without the complaint device, we are unable to determine what may have caused the reported failure. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.